Manufacturer narrative:
Continued h6: f2201, f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV.

Event description:
Physician reported a right side capsular contracture - baker grade IV. The device has been explanted and replaced with a non-allergan device. A pathology report noted ¿fibrosis and inflammatory reaction to foreign body¿. Imaging results showed ¿bilateral disperse microcysts¿ not device related and ¿right mammary prosthesis with folds¿.

Event description:
Physician reported a right side capsular contracture - baker grade IV. The device has been explanted and replaced with a non-allergan device. A pathology report noted ¿fibrosis and inflammatory reaction to foreign body¿. Imaging results showed ¿bilateral disperse microcysts¿ not device related and ¿right mammary prosthesis with folds¿.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Cyst-ndr : not applicable as the event is not related to the device. Crease/ folding of implant : no observed on the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.